Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer reuses cartridges, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer went to the emergency room (ER) with a blood glucose level of 353 mg/dl. The customer was treated intravenously with fluids of saline and insulin. Customer was released 7 hours later on (B)(6) 2025, with issue resolved and not permanent damage. Systems check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.